Event description:
Related manufacturer reference number (B)(4) it was reported the patient's leads had migrated. As such, surgical intervention occurred where the leads were explanted to address the issue.

Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information.